Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fluid leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed blood and adhesive residue on and within the sample. A split was observed just distal of the oversleeve. Tensile weakness was observed at the site of the split. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed emanating from the split. A microscopic observation revealed the surface of the split to be granular in texture. The ink near the split was observed to be worn and faded. The surface of the catheter opposite to the split was observed to be dull. Superficial stress fracturing was also observed near the split. The outer edges of the split were observed to be slightly rounded and curled inward. The shape, texture, and location of the split in the returned sample are evidence of material fatigue due to repeated bending of the catheter at a specific point.

Event description:
It was reported that a hole was noticed in the silicone part of the PICC, near the connection. It was stated that the PICC leaked. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw0112 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole was noticed in the silicone part of the PICC, near the connection. It was stated that the PICC leaked. No reported patient injury.